Event description:
Consumer reported to have used product for 5 hours on back. Upon removal of product, about an inch of skin was also removed (pulled). (B) (4).

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was reported that the device was explanted after implant duration of approximately 17.1 months. It was learned from the operative report that the device was explanted, due to mitral valvular insufficiency.

Manufacturer narrative:
On 09/03/2009 (through follow-up with the health-care provider), it was learned that the device was not explanted. However, due to mitral valvular insufficiency a 5100, was implanted over the 4450.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. On 09/03/2009 (through follow up with the health care provider via fax), the operative report was received. A device history record review is in process. Device not returned.